Manufacturer narrative:
Event summary: as reported, during an unknown procedure a cook single-use holmium laser fiber broke five minutes into the procedure. The fiber was found secure in the packaging and passed pre-surgical inspections. The device was then advanced through the scope and was used for five minutes before the laser stopped firing. The user then removed the device and it was found the fiber shaft had broken. The stone had broken down enough that it was able to be removed as intended. No portion of the device was left in the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects to the patient occurred. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). No device returned to cook inc. Facility for evaluation. However, review of complaint with same/similar failure mode indicated most probability of laser fiber breakage is related to improper handling of laser fiber during the procedure. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling. Continuous lasing with the fiber tip in contact with tissue never subject fiberoptics to sharp bends in handling, use, or storage lasing with a contaminated or damage proximal discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Cook has concluded that based on evidence presented, most probable cause of laser fiber clear tip damage is related to improper handling and any precautions listed in the IFU such as "improper handling", "never subject fiberoptics to sharp bends in handling, use, or storage" etc. May contribute to laser fiber breakage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Initial reporter occupation: clinical product coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure a cook single-use holmium laser fiber broke five minutes into the procedure. The fiber was found secure in the packaging and passed pre-surgical inspections. The device was then advanced through the scope and was used for five minutes before the laser stopped firing. The user then removed the device and it was found the fiber shaft had broken. The stone had broken down enough that it was able to be removed as intended. No portion of the device was left in the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects to the patient occurred.